Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms three weeks post implant. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The pocket was opened and a tug test of the lead revealed that the distal pin was loose and the lead easily pulled out of the header. The lead was reinserted into the header and the set screws were tightened. No additional adverse patient effects were reported. This product remains implanted and in service.